Event description:
Pt enrolled in the trap device trial and developed acute compression neuropathy following the catheterization and coronary intervention. This occurred in the right leg. Pt has gradually recovered.